Event description:
Healthcare professional reported "capsular contracture baker grade IV." The healthcare professional additionally reported left side not device related "precordial pain" and "osteochondritis (unknown if historical) and left submammary intercostal neuritis (unknown if historical)." Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Also reported, not device related: "precordial pain" and "osteochondritis (unknown if historical) and left "submammary intercostal neuritis" (unknown if historical).